Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Upon insertion the handle attempted to calibrate but failed and a blinking green handle status led accompanied by solid blue status lights was observed signaling the user to replace the handle despite not reaching the autoclave or firing limit. The firing rod had lost home position. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of blue light error that has no relationship to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the failed calibrations was that the motor had lost its home position causing the failed calibration process. It cannot be reliably determined what caused the motor to lose its home position and subsequently cause the failed calibrations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy, upon cutting body of stomach, fire was stopped and jaw opened. The reload was freely articulated without manipulation. Another handle was used to complete the case. There was no patient injury.